Event description:
The site reported the following: there is a foreign material inside the cap of the spike. Visual inspection of the tubing prior to use prevented the tubing from being used for a pt procedure.

Manufacturer narrative:
The (B)(4) and I product analysis dept received and examined the returned syringe kit, lot number 130542, and identified a yellow, waxy foreign matter within the cap and spike assembly. The foreign matter appeared primarily in the cap, but also within the fluid path of the spike. This foreign matter was loose on both structures. The product analysis report concluded the possibility that the particle could be injected into a pt if not detected. The syringe kit instructions for use instructs the customer to "visually inspect contents and packages before each use." This visual inspection allows the customer to notice if any particulates are present and not use the product if particulates are found to be present, which is what occurred in this reported instance. (B)(4) and I has issued a medrad supplier corrective action (mscar) request to the component supplier for this issue. This is a formal investigation to determine the root cause and applicable correction(s). As part of this activity, an effectiveness check of any resulting corrections/improvements will also be performed. In the event additional info is obtained, a f/u report will be submitted.